Event description:
A report was received that a patient was experiencing uncomfortable stimulation after a fall unrelated to the device. The uncomfortable stimulation turned into a burning sensation. The patient will have the entire system replaced.

Event description:
A report was received that a patient was experiencing uncomfortable stimulation after a fall unrelated to the device. The uncomfortable stimulation turned into a burning sensation. The patient will have the entire system replaced.

Event description:
A report was received that a patient was experiencing uncomfortable stimulation after a fall unrelated to the device. The uncomfortable stimulation turned into a burning sensation. The patient will have the entire system replaced.

Manufacturer narrative:
Additional information was received that the patient's lead had not been working properly and the ipg would not accept a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced. The physician suspected malfunction on the devices. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information indicates that the patient's system will not be replaced at this time. No further action will be taken at this point.